Manufacturer narrative:
The device was received with blotched/spotted and missing segments on the lcd display due to moisture damage to the electronic assembly, case cracked behind pump near battery compartment and case cracked battery tube threads. Unable to perform the self test, sleep current test, active current test and the displacement test due to missing segments.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working, crack on the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.